Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the event related to suture breakage or needle breakage?

Event description:
It was reported that a patient underwent a robotic laparoscopic inguinal hernia repair procedure on (B)(6) 2017 and barbed suture was used. During the procedure the barbed suture broke in the middle of the needle. Another suture was used to complete the procedure. There were no patient consequences reported. The product was discarded. Additional information has been requested.

Manufacturer narrative:
Pc-(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.